Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl 1300mcg/ml, hydromorphone 20mg/ml and unknown baclofen 5000mcg/ml. Dose information was unknown. It was reported that possible overinfusion occurred. At a pump refill, the expected reservoir volume (erv) was 5ml and the actual reservoir volume (arv) was 1.5ml. Technical services asked if there was possible a partial pocket fill at the previous refill and, per the reporter, the patient did not show any symptoms or problems after that refill. The previous pump refill was normal with no volume discrepancies. Technical services reviewed considerations around pump flow rate and to monitor for accuracy through the next refill cycle. They reviewed the option to replace the pump if the hcp was not confident in the pump. The issue was not resolve through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician decided to fill the pump with medication and monitor for any discrepancies at the next refill. The cause for the volume discrepancies was not determined.